Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with needle disengagement failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with needle disengagement failure. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7327618. Our records show the reported lot was manufactured on 12/04/2017, and it was determined that this is the only instance of a difficult needle disengagement occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The sample provided by the facility was determined to have successfully activated the safety device, and completely retracted into the safety tubing. This unfortunately prevented our investigation team from determining a root cause, due to the dependency of such a confirmation being based on the state of the safety mechanism at the point of malfunction. Based on investigation results to date, root cause for manufacturing process cannot be determined. Bd will continue to track and trend for this issue. No corrective action was performed since this issue could not be confirmed or associated as manufacturing related.